Event description:
A patient contact reported that a patient on peritoneal dialysis (pd) contacted customer support stating that the patient was experiencing felling full and a pinching sensation in the abdomen. There were no reported issues with the fresenius cycler in relation to the patient¿s symptoms. In additional follow-up, the patient¿s pd nurse stated the patient had symptoms of feeling full of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic (the same day; on (B)(6) 2021). Per the nurse, the patient had a pd culture obtained (reportedly with very little pd effluent available) which yield growth of gram-negative bacilli (organism unknown) and was diagnosed with peritonitis. Per the nurse, the patient¿s symptoms of feeling full and abdominal pain were due to peritonitis infection and not any instance of increased intra-peritoneal volume. It was stated the patient was treated on an outpatient basis with antibiotics vancomycin (1 gram) ceftazidime (1 gram) for 14 days intra-peritoneal (ip). Reportedly, the patient is recovering from the event and continues pd treatment with the same cycler without any issues. The nurse indicated the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to the patient being in generally frail condition.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of gram-negative bacilli (organism unknown). Most often gram-negative bacilli are commensal organisms present among normal human intestinal flora. Peritonitis with gram negative bacilli is known to be associated with a breach in aseptic technique during the pd exchange or translocation of bacteria form the gut. The patient¿s pd nurse reported the peritonitis is associated with the patient being in generally frail condition. However, based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported that a patient on peritoneal dialysis (pd) contacted customer support stating that the patient was experiencing felling full and a pinching sensation in the abdomen. There were no reported issues with the fresenius cycler in relation to the patient¿s symptoms. In additional follow-up, the patient¿s pd nurse stated the patient had symptoms of feeling full of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic (the same day; (B)(6) 2021). Per the nurse, the patient had a pd culture obtained (reportedly with very little pd effluent available) which yield growth of gram-negative bacilli (organism unknown) and was diagnosed with peritonitis. Per the nurse, the patient¿s symptoms of feeling full and abdominal pain were due to peritonitis infection and not any instance of increased intra-peritoneal volume. It was stated the patient was treated on an outpatient basis with antibiotics vancomycin (1 gram) ceftazidime (1 gram) for 14 days intra-peritoneal (ip). Reportedly, the patient is recovering from the event and continues pd treatment with the same cycler without any issues. The nurse indicated the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to the patient being in generally frail condition.